Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the drive support cap was loose and sticking out of the insulin pump. The patient's blood glucose was normal. The device was out of warranty. The insulin pump was not returned for analysis.